Manufacturer narrative:
Manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top case is damaged and is not seated together with the bottom case, three feet are missing, screen has missing segments, and left bracket is broken. Customers reported issue was duplicated. The pump powers up with the alarm system failure: primary audible alarm background test consistently and screen has missing pixels. The root cause of the reported issues was found. Alarm system failure caused by customer impact causing loose part on the interconnect board and display gaps were caused by customer impact causing bent metal tabs on the lcd board. Actions taken to mitigate the reported issue: replaced interconnect board and straightened out the bent metal tabs on the lcd board.

Event description:
It was reported that primary audible alarm and gaps in display events occurred. No patient injury reported.